Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse reported that a pd patient said there was a leak associated with pd treatment. Patient reported being all wet, and discovered that the catheter extension was leaking. In a follow up, the patient's pd nurse verified the fluid leak event and said the leak was coming from the extension set. There was no harm, intervention or adverse event associated with the leak. The patient was put on prophylactic antibiotics for precaution. The patient did get a new extension set and is doing treatments with no further issues. The extension set is available to return for investigation.

Event description:
A peritoneal dialysis (pd) nurse reported that a pd patient said there was a leak associated with pd treatment. Patient reported being all wet, and discovered that the catheter extension was leaking. In a follow up, the patient's pd nurse verified the fluid leak event and said the leak was coming from the extension set. There was no harm, intervention or adverse event associated with the leak. The patient was put on prophylactic antibiotics for precaution. The patient did get a new extension set and is doing treatments with no further issues. The extension set is available to return for investigation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.